Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use on a home care patient, the ventilator generated an alarm. The patient was removed from the ventilator and transferred to another ventilator without any reported patient harm.

Manufacturer narrative:
(B)(4). A third party service provider replaced the manifold assembly. The manifold was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator, allowed to run overnight and an abnormal sound was produced while running. A visual inspection was performed and the diaphragm surface tension was inadequate. The piston rods were also corroded which caused the device to not function properly. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported problem was isolated to contamination by foreign material. If information is provided in the future, a supplemental report will be issued.